Event description:
The parents reported that the user's hearing performance with the device recently changed at school. The recipient was referred to the surgeon for a CT scan.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will besubmitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The parents reported that the user's hearing performance with the device recently changed at school. Further proceedings are unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported that the user's hearing performance with the device recently changed at school. The user has been re-implanted.